Event description:
Paramedics were using the device to monitor a patient, condition not reported. Reportedly, when the device pacer was turned on, the patient ECG disappeared and dashed lines were displayed on the device screen at this time. The crew reported not hearing any device alarms at this time. When the pacer was shut off, the patient ECG spontaneously reappeared. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the discrepancy, due to continued device use.